Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and replaced graphic user interface (gui) central processing unit (cpu) due to erratic display on top lcd. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator had erratic display. There was no patient involvement.